Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the planned treatment/non-emergency treatment procedure was completed as planned by pressing the footswitch again. The philips field service engineer (fse) inspected the system on site and confirmed that the fluoroscopy failure was due to 02hx error (kv asymmetry). As a part of troubleshooting, the fse reviewed the system error logs and identified an x-ray generator warning (02hg), an xgen error (02hh), predominantly 02wn warnings indicating a short circuit in the anode converter and occasional 02wr warnings indicating a short circuit in the cathode converter. To resolve the issue, fse performed tube adaptation and monitored the system under observation. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed as planned on the same system by pressing the foot pedal again. A scenario where the procedure can be completed on the same system without a delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating that an asymmetrical kv was detected, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.